Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 +7.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter lens due to excessive vault on (B)(6) 2017. The problem was resolved. Report source: "health professional" and "distributer" should have also been checked in the initial MDR. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with debris on the product. Visual inspection found a tear in the haptic and the lens missing a piece of its haptic. There was presence of debris on the lens surface. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 vich13.2, +7.00 diopter, implantable collamer lens in the patient's right eye (od). The lens was exchanged for a shorter lens due to excessive vault. Attempts to obtain additional information have been unsuccessful.